Event description:
It has been reported to novus scientific that a physician who used the device (tigr or tigr matrix surgical mesh) for breast reconstruction found during a follow up visit that the reconstructed breast was somewhat stiff. The physician claims that tigr formed a thick scar plate that was stiff and he thinks may potentially be the cause of capsular contracture. He also claims tigr did not expand as predicted during the expansion phase. The mesh was eventually explanted as much as possible.